Manufacturer narrative:
(B)(4).

Event description:
It was mentioned that patient was implanted for interstitial cystitis (ic), the patient had pain due to this conditions. Prior to implant patient tried the following: almiren, zanex, baclofen(until patient had chest palpitations thought she was having a heart attack) then patient got the implant. The information was reported this was pre-existing. It was reported that patient decreased stimulation to reduce adverse bowel but that resulted in return of pain. The patient experienced adverse bowel when patient turned the implantable neurostimulator (ins) high enough to control interstitial cystitis (ic) patient immediately noticed adverse bowel/accidents. The patient may be in the hours 2 hours before going anywhere due to adverse bowel occurred since implant. The patient was supposed to meet with representative 2 years ago but it was cancelled and health care provider (hcp) has not set up an appointment since. Additional information received on (B)(6) 2016 stated she has an interstim for her bladder for interstitial cystitis and since she has had the interstim put in she has had bowel accidents and representative came out to health care provider's office last month (B)(6) 2015), he worked on the programming which made things worse. The programming made things worse and she turned stim off the day after reprograming. Adverse bowel symptoms did not resolve after patient turned stim off. The patient could not even ride in a car without it stimulating, she still felt stim even though it was turned off, still has accidents and could just tell a little better now when an accident would happen. The patient repeated she never had any problems with bowels before interstim was placed. It was noted that the steps taken to resolve adverse bowel and return of pain was turning implant off. The patient stated she suspected there has been damage done. The patient stated she had to do installations into her bladder of heparin, lidocaine and baking soda to help with ic, but she was having problems getting refills on lidocaine. The patient was also seeing another health care provider, who works with her on the bowel issue. The patient stated she was beyond tired of it; she could not go to her family's house at christmas. The patient took blood pressure medication, ic medication, migraine medication and did not want to take pain medications for this, and effuses to. Health care provider wants to push her onto a pain management hcp because he did not know what to do with her. Another hcp thought she has irritable bowel and she never had before used to go once a day every morning like clockwork before interstim. Now has to get up 2 hours before she goes anywhere because she has diarrhea 2 to 3 times in the morning. The patient would be caught out and have an accident and just riding in the car would stimulate the back end and make her feel like she has to go to the bathroom. The patient indicated that if she dare eats out she would have to stop 2 to 3 times before she gets home. Which she never had before interstim it has gotten worse and worse, the progression was gradual. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.